Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient was admitted to the hospital with loss of capture and no output.